Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed. Visual inspection noted two segments of lead were returned; the lead had been severed approximately 13.5 centimeters (cm) from the terminal pin. Visual inspection also noted calcification of body fluids at the lead tip. Resistance testing was competed to assess the integrity of both segments of lead. Measurements throughout these tests were within normal limits, indicating there were no conductor coil fractures present in the returned segments. Analysis determined that the increase impedance and pacing threshold measurements were likely impacted by the calcification of body fluids on the lead tip.

Event description:
This supplemental report is being processed due to the completed evaluation of the product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that over two months time right ventricular (rv) lead exhibited an increase in pacing impedance measurements from 500 ohms to 700 ohms. The rv threshold measurement had also increased from 1.5 volts to 1.8 volts. The patient's wife reported that he had taken a fall a few months earlier, however the patient denied the fall. Over the last year the rv lead impedance measurement had gradually increased from 800 ohms to greater than 2000 ohms. A revision procedure was performed where the rv lead was surgically abandoned. A portion of the lead was returned for analysis. No additional adverse patient effects were reported.